Manufacturer narrative:
(B)(4). No patient involvement. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the issue included a review of the complaint text, a search for similar complaints, and a review of labeling. It was additionally documented that the field service engineer received a hepatitis booster shot on (B)(6) 2012. The field service engineer sustained an injury while installing the instrument; the instrument was not operating at the time. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Current labeling advises operators and field service on potential hazards. Abbott instruments are certified to safety standards to ensure that adequate protection is provided against hazards. Based on the available information no malfunction and no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.

Event description:
An abbott field service (fse) representative stuck his hand on the sample probe while he was completing a system installation of the architect c8000 analyzer. The sample probe was not moving. The fse washed the wound with tap water and decontaminated the wound with a decontamination solution. The fse saw an infection specialist and completed hepatitis testing. The results of the (B)(6) testing were each negative, as follows: (B)(6). The fse was not wearing gloves at the time of the probe stick. The fse had previously been vaccinated for (B)(6). A vaccine booster is scheduled for (B)(6) 2012. The architect c8000 analyzer was previously decontaminated prior to this installation. Patient data was not impacted. No adverse impact has been reported due to the blood draws or pending vaccination. No additional information was provided regarding the fse.